Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation and fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 24029333 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#10013902 batch#2402933. It was reported by customer that IV filter broke at the lower tubing site after connecting it the pump. The infusion was not started at this time. Another filter was attached and attempted to prime, but it would not prime completely. (Would not prime past the filter line). A new filter was primed with saline and switched out. Rcc received a complaint via email. IV filter broke at the lower tubing site after connecting it the pump. The infusion was not started at this time. Another filter was attached and attempted to prime, but it would not prime completely. (Would not prime past the filter line). A new filter was primed with saline and switched out. Item - 10013902 lot -2402933.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues the following information was received by the initial reporter with the following verbatim IV filter broke at the lower tubing site after connecting it the the pump. The infusion was not started at this time. Another filter was attached and attempted to prime, but it would not prime completely. (Would not prime past the filter line). A new filter was primed with saline and switched out.